Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a communication error causing the system to shut down. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.